Event description:
While drilling a tunnel as part of an acl procedure the drill broke into several pieces. The pieces were reported as being retrieved by the surgeon. There were no procedural delays, complications, or patient injury reported as a result of the broken drill.